Manufacturer narrative:
The reported event of set screw damaged and output issue was not confirmed. The device was returned for analysis. Analysis revealed the cause of the fracture could not be determined. The setscrew with the fractured wrench tip were not returned. Electrical testing on the device found no electrical anomaly.

Event description:
It was reported that during the implant procedure, the pacemaker was pacing intermittently, and it was noted that the set screw was damaged. The pacemaker was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Correction: d6a - date of implant and d6b - date of explant should be populated.

Manufacturer narrative:
Correction h11: d6a - date of implant and d6b - date of explant should not have been populated.